Event description:
The physician implanted two devices 2008. Five months postoperative the pt complained of pain and could feel and see bumps in the area of implantation.

Manufacturer narrative:
The physician removed small pieces of polymer in 2008. The physician reported no redness around the devices, however, did discover fluid filled abscesses. No histology was performed. The explanted polymer was not returned. The batch record for this lot has been reviewed which discovered no unusual mfg event. There is a very low occurrence of reaction to this device. If additional info becomes available, it will be submitted in a supplemental report.